Manufacturer narrative:
Device evaluation: analysis of the returned device identified opening on anterior, wear abrasion and crease fold. Leak test and microscopic analysis was performed which identified: opening sharp, delamination of valve (<75% partial separation) and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior due to an unidentified (tear) opening. A delamination partial of the valve (adhesive failure).

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.